Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a patient had a fall and the hakim valve (ID 823182) broke while implanted. Therefore, the valve was removed and replaced. The patient is doing well. No additional information has been provided after several attempts.